Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's mother reported that the user experienced hypoglycemia after a meal announcement was made, but the user did not actually eat. The user's blood glucose nadir was 40 mg/dl. The hypoglycemia was corrected with fast-acting carbohydrates. The user was taken to the hospital where they received intravenous fluids and were observed for several hours.